Manufacturer narrative:
H.6. Investigation summary: photo samples were provided to our quality team for investigation. Upon visually inspecting the photos, a grey particle inside the vial can be observed. Without the actual sample to evaluate, we cannot verify the origin of the particle. A device history review was performed for lot 1903161, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Four retained samples of lot 1903161 were used for additional evaluation. Functional testing was also performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text : see section h.10.

Event description:
Material no.: 515064, batch no.: 1903161. It was reported that during use of the bd phaseal¿ optima protector (p20-o) particulate was found after withdrawing from the vial. The following information was provided by the initial reporter: rx tech was preparing a vial of etoposide. After rx tech spiked vial with p20-o and attached syringe assembly with n35-o onto vial, she proceeded to withdraw the drug. She noticed some particulate in the syringe. Rx tech, then filtered the drug. Account is a current texium user. Rx tech did state that when using this brand of etoposide with texium it also cored, therefore she started ordering a different brand (teva), and did not experience coring with the teva brand when using texium. The rx tech ordered some of the vials of etoposide from accord when she found out they would be trialing optima to see if it would also core. This only happened on one vial, and there were about 5 vials of etoposide used today.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 515064 batch no.: 1903161. It was reported that during use of the bd phaseal¿ optima protector (p20-o) particulate was found after withdrawing from the vial. The following information was provided by the initial reporter: rx tech was preparing a vial of etoposide. After rx tech spiked vial with p20-o and attached syringe assembly with n35-o onto vial, she proceeded to withdraw the drug. She noticed some particulate in the syringe. Rx tech, then filtered the drug. Account is a current texium user. Rx tech did state that when using this brand of etoposide with texium it also cored, therefore she started ordering a different brand (teva), and did not experience coring with the teva brand when using texium. The rx tech ordered some of the vials of etoposide from accord when she found out they would be trialing optima to see if it would also core. This only happened on one vial, and there were about 5 vials of etoposide used today.